Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention products of the reported lot. Retention products were tested with an hcg urine standard at the qc cutoff as well as high positive hcg urine standard. All devices produced expected positive results at the read time. The product met the qc release specification. False negative results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. From the complaint information, the cassettes had been stored in a room that was over 30 degrees celsius. Per the pi, test cassettes should be stored as packaged in the sealed pouch at 2-30 degrees celsius. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was on (B)(6) 2018. On (B)(6) 2018, the patient was tested at the facility using an hcg 10/20 pregnancy test device (serum/urine) and received a negative hcg result. However, a quantitative hcg result of 4,987 miu/ml was received and a viable pregnancy of 5 weeks was confirmed via ultrasound. A tv scan showed a viable intrauterine pregnancy. The customer reported that the hcg 10/20 pregnancy test devices (serum/urine) had been stored in a room that was >30 degrees celsius. No additional information was provided.

Manufacturer narrative:
Corrections: section g3 (report source) corrected to remove company representative and include consumer.

Manufacturer narrative:
Corrections: previous MDR follow-up included incorrect MFR report number of 2027969-2016-00030. The correct MFR report number is 2027969-2018-00030. Please see below for correction made in previous follow-up with incorrect MFR report number: section g3 (report source) corrected to remove company representative and include consumer.